Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. A surgery was performed two weeks later and a crack in the right cylinder connecting tube was identified. The cylinder was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis cylinder underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. The cylinder had wear at a fold in the proximal cylinder body, a leak was present. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. A surgery was performed two weeks later and a crack in the right cylinder connecting tube was identified. The cylinder was removed and replaced. There were no patient complications.